Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on june 30, 2020. Device evaluation summary: during visual evaluation of the device no apparent damage was observed. Leak testing was performed in accordance with mentor's procedures. There were no leak sites confirmed. Unfortunately, after a thorough analysis we were unable to confirm the reported event. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Two user facility reports were received on (B)(6) 2020. The serial numbers provided relate to two different incidents one reported for intraoperative rupture (1645337-2020-07902) and one for shell irregularities (1645337-2020-07905/this report). However, the user facility reports provided 9434733-031 for shell irregularities and (B)(6) for the intraoperative rupture. This is opposite to what was reported to mentor initially, and what was reported to the FDA. Follow up was performed with the customer and were unable to clarify, therefore, the serial numbers are to remain in each file as originally reported. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that during a primary breast augmentation a 375cc mentor memorygel breast implant had to be replaced due to the shell of the device seeming irregular. The shell was described as to have inconsistent lining, appear deformed, and have a lack of integrity. As a result, another 375cc mentor memorygel breast implant was used to complete the procedure. There were no patient events.